Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no adverse impact to the customer¿s blood glucose level. Reportedly, multiple cartridge changes were performed to address the issues; however, the issue persisted, and the customer reverted back to manual injections.